Event description:
The account reported the bed exit would not set. The bed was located in the repair shop at the facility. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint# (B)(4).

Manufacturer narrative:
The technician inspected the bed and could not duplicate the issue. The technician found the bed to be functioning as designed. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. No repair needed, the bed functions as designed. Based on this information, no further action is required.